Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump emitted low battery warnings or replace battery alarms more frequently than expected. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up # 1 date of submission 07/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of short battery life. During a visual inspection of the pump, no damage was found to the battery compartment or battery cap, and the cap secured properly. A power loss was not observed. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.